Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter city and state : unknown, reported through (B)(6). Initial reporter zip code : unknown. Medical device manufacture date : unknown. Investigation summary: exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number. CAPA/sa - based on the above no additional investigation and no CAPA/sa are required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd pen ndl needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter: ¿ it was reported by the consumer that the pen needle jammed and the patient end bent prior to the injection.